Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a breast augmentation and abdominoplasty procedure on (B)(6) 2018 and topical skin adhesive was used. On (B)(6) 2018 the patient developed a severe allergic reaction on breast and abdomen. The patient was initially treated with medrol dose pack : lotrisone, desonide. The patient was then treated on (B)(6) with prednisone 20 mg with tapering dosage, desonide, and atarax. The patient was seen on (B)(6) 2018 and the reaction was improving. The patient is still on steroids and has large area of hyperpigmentation from the rash / reaction. Additional information has been requested.